Event description:
It has been reported that a revision surgery was performed, due to that the original femoral component was oversized. The date of original implantation was approximately 2 to 3 years ago. No additional information is available at this time.

Manufacturer narrative:
Na